Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: [-1] the pet lock of the pc400 coil that was returned in its own separate bag was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 5.0 cm from the proximal end; the coil was intact with the pusher assembly. [-2] the px slim was ovalized in three locations approximately 1.0 cm from the distal tip. The unspecified pc400 coil pusher assembly returned was also visually inspected: the pet lock was intact on the proximal end of the pusher assembly. The pusher was kinked approximately 2.0 cm from proximal end; the coil was detached and not returned with the pusher assembly. The pull wire was sticking out of the distal detachment tip (ddt). Conclusion: the complaint has been evaluated. The complaint indicated that a pc400 coil was stuck in the introducer sheath and resistance was felt during the insertion of the pc400 coil into the px slim. Evaluation of the returned devices revealed a kinked pusher assembly in the pc400 coil that was returned in its own separate bag and ovalization in the distal shaft of the px slim. The pusher assembly of a second pc400 coil was received within the same return packaging, but was not mentioned in the complaint. This pc400 coil also had a kinked pusher assembly. These types of damage were likely caused from improper handling during use. If the devices were manipulated with force against resistance, it is likely that damage will occur. The ovalization in the px slim could have contributed to the resistance that was felt during the insertion of the coil into the px slim. The coils are 100% functionally tested and visually inspected for damage during process inspection. The catheters are 100% visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery using penumbra coil 400 (pc400) coils. During the procedure, the physician successfully deployed and detached ten pc400 coils. The physician attempted to use a new pc400 coil; however, it would not advance from the orange introducer sheath into the px slim delivery microcatheter and it was removed. The physician attempted to reinsert the pc400 coil; however, the physician experienced resistance again. The procedure successfully continued using additional pc400 coils. There was no report of an adverse effect on the patient.